Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user is reported to have been explanted due to a migration of the electrode array as well as damage to 2 electrode contacts. The user experienced a migration of the electrode array following a trauma some months after implantation. The electrode array was reinserted in the summer of 2018. A month following the reinsertion, during fitting, a migration was suspected and confirmed by CT imaging. The user has been reimplanted with a shorter electrode +flex24 to ensure a complete insertion.

Event description:
It was initially considered that the device had been explanted due to a migration of the electrode array, as well as damage to 2 electrode contacts, and that the user experienced a migration of the electrode array following a trauma some months after implantation. It was also initially considered that the electrode array was reinserted in the summer of 2018. However, as per additional information received, a post-traumatic migration of the implant housing was actually observed, which was surgically addressed in the summer of 2018. During this procedure only the implant housing was relocated as, according to the surgeon, the electrode array was not touched. Intra-operative measurements showed 2 defective electrode channels. A month after the revision surgery, during fitting, a migration was suspected and confirmed by CT imaging. The user has been re-implanted with a device with a shorter electrode array configuration, i.e. +flex24, to ensure a complete insertion. Intra-operative measurements of the new implant were reportedly good.

Manufacturer narrative:
Conclusion: device investigation revealed minor damage to the active electrode caused by minute device mobility. Reportedly, a post-traumatic implant housing migration was observed, which was surgically addressed. This trauma affected the device fixation, leading to the observed damage and most likely inducing an active electrode array migration, as confirmed by diagnostic imaging. Hence, re-implantation was conducted. The investigation results appear to match the reported problems. This is a final report.